Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19/oct/2015 and 22/jul/2017. (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "skin rash/dermatitis, pruritis, dehydration, and allergic reaction/hypersensitivity" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, skin rash/dermatitis, pruritis, dehydration, and allergic reaction/hypersensitivity - delayed.

Event description:
Patient reported left side "was gone and had a slow leak", "skin rash", "itching.", "dehydrated", "losing weight", and "chills." Patient additionally reported "having an allergic reaction to something." Additionally, healthcare professional reported "patient¿s concern with the product." Device was explanted.